Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported obtaining readings of "244, 199, 210, 163 and 158mg/dl" within 20 minutes of each other. Based on statistical methodology, the calculated difference of these results does not exceed the expected value of <=20% or <=20mg/dl. The patient reported using oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported having less food or drink than usual on (B)(6) 2012 due to the alleged issue. However, 1 day later, the patient reported developing symptoms of being "dizzy and clammy." The patient denied receiving any medical intervention in response to the alleged issue. During the time of troubleshooting the cca confirmed the patient was using the same approved sample site to obtain the samples. The cca noted the subject meter was in the correct unit of measurement during the time of testing. The cca documented that the patient's testing process was correct and her test strips and test strip vial were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue, she has less to eat than usual and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The meter and test strips have passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.